Event description:
It was reported by local partner that pt had lead impedance high, dcdc converter 7 in normal mode diagnostics. Four months before, normal mode test results were ok. X-rays were taken and provided to the MFR for review. Based on the x-ray images, the generator is visualized in a normal placement in the left upper chest. The filter feed-through wires appeared to be intact. The lead connector pin appeared to be fully inserted into the generator connector block. The lead wires at the connector pin appeared to be intact. Due to lack of neck x-rays, electrodes and superior part of the lead could not be assessed. No lead breaks were observed in the assessed portions of the lead. However, part of the lead is behind the generator that couldn't be assessed. No obvious lead discontinuity was found that could be the cause of the reported high impedance. Good faith attempts to obtain add'l info have been unsuccessful to date.

Event description:
Further information was received from the patient's treating physician indicating that the patient experienced an increase in seizures a day prior to the high lead impedance reading. Further attempts have been made to confirm the increase in seizures was related to the reported high lead impedance; however have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Date received by manufacturer, corrected data: manufacturer's supplemental 01 indicated incorrect aware date. Correct aware date is (B)(6) 2011.